Event description:
A hospital in (B) (6) reported via a distributor that when the hospital staff was testing the rt204 adult breathing circuits from the box, four of the expiratory tubes with heater wires were found to have resistance higher than the specification. No patient consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B) (4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The rt204 adult dual-heated breathing circuits are en route to fisher & paykel healthcare for investigation. A lot check reveled no other similar complaints for this lot number. We will provide a follow-up report verifying the reported fault upon receipt of the breathing circuits and completion of the investigation.